Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer did not hear beeps when the audio volume settings were saved. The customer¿s blood glucose during the incident was 255 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated properly with test guardian link transmitter. No sensor signal not found alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.